Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite. The navigation system was connected with the imaging system using a red network cable supplied by the site. The existing gray cable was worn but still functioned. The system passed all testing and functioned as intended. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system had an issue with the navigation system. The systems were rebooted and the issue was resolved. There was no patient present when the issue was identified.

Manufacturer narrative:
Correction: manufacture date updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2017 (B)(4) (uf, rep) medtronic received information regarding an imaging device being used outside of a procedure. It was reported that imaging system had an issue communicating with the navigation system. System reboot was able to resolve the issue. There was no patient present when this issue was observed.